Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/14/2025, an arthrex subsidiary employee reported via (B)(4) that (3) ar-1204af-90 broke. This occurred during use when the tips broke off while making the tibial tunnel and the retro drill.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is attributed to user error, applying excessive force, and/or mislagiment of the insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.